Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that during insertion in the uti dept., the physician met with difficulty when trying to advance the guide wire into the patient's jugular causing the guide wire to bend. As a result, the guide wire was removed with difficulty which in turn caused the guide wire to unravel. A new kit was then opened and used without issue.